Manufacturer narrative:
The t:slim user guide states to replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was high (561-516 mg/dl). The customer went to the emergency room and was admitted to the hospital for diabetic ketoacidosis (dka). The customer was treated with insulin drips and fluids. The customer was not sure what caused the high bg and thought that bronchitis, excessive fatigue or an issue with the pump may be the cause. There were no device issues observed with the cartridge, infusion tubing or cannula. The customer declined for provide further details of what type of pump issues or perform a pump system check. The customer was discharged on (B)(6) 2017 with a bg level in the 200s mg/dl. The bg then lowered to the target range (100-105 mg/dl). Reportedly, the customer had used humalog in the cartridge for 3 days. Tandem technical support informed the customer that humalog was labeled for 48 hours use with the cartridge. The customer acknowledged the information.